Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient underwent the following surgical procedures: resection of locally advanced tumor, right mandibulectomy, right radical emptying, lower torso decompression, right sialoadenectomy and tracheostomy. A tumor mass was identified in the right mandible measuring approximately 8 x 8 cm, with extension towards the parasymphysis, the right mandibular angle and the floor of the mouth. The lesion involved skin, oral mucosa, and the right cervical lymph node chain in groups ii, iii and v, in addition to the ipsilateral internal jugular vein, which required ligation and en bloc resection due to active bleeding. The main hypothesis has been identified as a failure in the horizon applicators, related to their wear". Additional information received states that "during pop, the device did not break; however, dislodgement of the clip will be observed.at the pop, the patient presented signs of venous congestion that required emergency intervention. The following procedures were carried out: lavage, debridement of the defect, revision and coverage with a new free flap. After the event, he was in the hospital for 54 days, finally discharged on november 21 and is currently being followed up on an outpatient basis for plastic surgery and head and neck surgery". See associated MDR# 3011137372-2024-00203.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 100 pc lot in august of 2020. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the patient underwent the following surgical procedures: resection of locally advanced tumor, right mandibulectomy, right radical emptying, lower torso decompression, right sialoadenectomy and tracheostomy. A tumor mass was identified in the right mandible measuring approximately 8 x 8 cm, with extension towards the parasymphysis, the right mandibular angle and the floor of the mouth. The lesion involved skin, oral mucosa, and the right cervical lymph node chain in groups ii, iii and v, in addition to the ipsilateral internal jugular vein, which required ligation and en bloc resection due to active bleeding. The main hypothesis has been identified as a failure in the horizon applicators, related to their wear". Additional information received states that "during pop, the device did not break; however, dislodgement of the clip will be observed. At the pop, the patient presented signs of venous congestion that required emergency intervention. The following procedures were carried out: lavage, debridement of the defect, revision and coverage with a new free flap. After the event, he was in the hospital for 54 days, finally discharged on november 21 and is currently being followed up on an outpatient basis for plastic surgery and head and neck surgery". See associated MDR# 3011137372-2024-00203.